Event description:
Patient was referred for generator replacement due to battery depletion. After the generator was replaced, and while the patient was still in surgery, diagnostics were performed and indicated high lead impedance. The lead was removed from the generator, and the generator header was checked for debris. The lead pin was then re-inserted into the generator. System diagnostics were performed again and indicated high lead impedance. The lead was replaced. It was reported that there were no visual lead breaks and no anomalies with the lead. The physician believed that the high lead impedance was due to fibrosis. A review of device history records was performed and revealed that the lead passed quality control inspection prior to distribution. The lead and generator were both discarded after the explant, and are not available for pa. No other relevant information has been received to date.

Manufacturer narrative:
Corrected information, initial report: inadvertently listed incorrect code.